Manufacturer narrative:
One device was returned for repair in overall good condition. The device has not been serviced in the last 12 months. Review of error log confirmed error code 46011. Functional testing was performed and reported problem was duplicated. The cause of the problem was the device required a software upgrade. Device upgraded and preventative maintenance was performed. The device passed all functional and accuracy testing with no issues.

Manufacturer narrative:
E1: facility name "(B)(6) hospital" investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device was stuck on error screen showing codes 46011 and 0004. The event occurred during upon power up. There was no patient involvement.